Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a leadless implantable pulse generator (ipg) implant procedure the tether felt tight and once removed the device dislodged. Within several heart beats the device had migrated through the pulmonary artery and into the lower lobe of the right lung. After being snared, the device was explanted and replaced. No further patient complications have been reported as a result of this event.